Event description:
On (B)(6) 2013, the lay user/patient in (B)(4), contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose reading of 190 mg/dl on the reported meter and a reading of 144 mg/dl on another meter within 30 minutes. The patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.